Event description:
While performing a catheterization procedure, described as using a contra-lateral approach coaxially with a mewissen catheter, the user noticed resistance when they attempted to exchange the wire. Upon examination after removal, the coating-jacket was noted to be peeled back, but the coating stayed attached to the wire. Therefore, no retrieval was deemed to be necessary.